Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had developed a rash under the front therapy electrode. The patient's doctor instructed the patient to use cortisone cream for the irritation. The patient's medical outcome is unknown.